Manufacturer narrative:
Additional product code: hwc. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent elbow implantation of one (1) 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) distal humerus dorsolateral plate (4 holes, right side), one (1) 2.7mm/3.5mm va-lcp distal humerus medial plate (4 holes, right side), seven (7) 2.7mm va locking screws, 3.5mm cortical screws, 3.5mm locking screws, and 4.0mm cancellous screws with washer. The patient was allowed movement (simple flex and extension) of the elbow, post-operatively, but was not allowed any weight bearing activity. Seven days after the operation, x-ray showed that the distal va locking screws backed out of the va lcp distal humerus dorsolateral plate. The x-ray also identified one (1) broken 4.0mm cancellous bone screw partially threaded, and malfunction of four (4) 2.7mm variable angle locking screws self-tapping. There was migration of both the va-lcp posterolateral distal humerus plate, and the 2.7mm/3.5mm va-lcp medial distal humerus plate. The 3.5mm/26mm locking screw self-tapping and 3.5mm/24mm cortex screw self-tapping were both cutout of the medial plate. It was noted that he variable angle elbow plates were not bent before the application of the plates, and the screws and were securely locked with a torque limiter. The first revision surgery was performed on an unknown date to remove the backed-out screws. A second revision procedure was performed to remove the entire dorsolateral plate and screws which included debridement of the wound. X-ray analysis was performed post-operatively which showed the va elbow medial plate was broken into two parts. Subsequently, a third revision surgery was performed to remove the broken va elbow medial plate. It is unknown if the procedures were completed successfully. This report is for one (1) 2.7mm/3.5mm va-lcp postlat dstl hum pl/4h/rt/88mm-medium. This is report 1 of 5 for (B)(4). Due to a limit of impacted products per complaint, this complaint is a continuation from complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5 d10 d11 e1: reporter contact number h4 h3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the devices and the x-ray, complaint was re-reviewed and additional parts were added. The cancellous screw was determined to have migrated, the screw is not broken. (B)(4) captures first revision surgery due to back out of screws.(B)(4) captures revision surgery due to broken plate. (B)(4)captures revision surgery for wound debridement. Concomitant devices: washer (part: 219.980, lot: unknown, quantity: 1) this is report 1 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot. Part: 02.117.204. Lot: 9295393. Manufacturing site: (B)(4). Release to warehouse date: 22 december 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual investigation: all threads for the locking screws in the distal head part are worn or damaged. Functional test: a functional test cannot be conducted as the threads for the locking screws are damaged or worn. Dimensional inspection: because of the existing use related wear/damage on the threads a dimensional inspection cannot be conducted. Document/specification review: the cause of the complained malfunction is a post-manufacturing use related cause at the device, therefore no drawing/specification review is required. Conclusion: we are not able to determine an exactly the reason for the screw migration from the va-lcp dhp 2.7/3.5 plate referring to the x-ray pictures available, three locking screws were not safely locked in the plate and migrated post-operatively from the threaded locking bores of the distal head part of the va-lcp dhp 2.7/3.5 plate. The existing wear and damage on the threads coincides that they were damaged during the insertion of the locking screws because of cross threading and the complaint therefore is confirmed. Because of the breakage of the other used va-lcp dhp 2.7/3.5 plate the whole construct became overloaded and instable, what might played a certain role too. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.